Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were provided to the manufacturer therefore cause of event cannot be determined.

Event description:
It was reported that on an unknown date in 2011 patient underwent implantation of screws and cage. It was reported that on (B)(6) 2015, the patient underwent plif at l4/l5 for reduction of dysplastic spondylolisthesis at l5 by connecting a jacson rod and upper scr ews(l4/l5). Since cage backed out, it was removed and a competitor's cage (l-valrok) was inserted, and the posterior side was fixated at l4/s using jackson technique.